Event description:
On (B) (6) 2010, the patient reported that for the past 2 days he has had elevated blood glucose readings that have remained in the 200 mg/dl range even after delivering boluses of insulin. His target range is 110-130 mg/dl. He stated that yesterday evening he had his highest reading which was 418 mg/dl. His reading when he woke up this morning was 168 mg/dl and his most recent reading was 226 mg/dl. Symptoms are, being more tired than usual. He said he allows insulin to reach room temperature before filling the cartridge. He stated there is a "tiny" air bubble in the cartridge that he did not notice during the cartridge change process. The patient said he "might have used an old cartridge but I'm not sure." He said on (B) (6) 2010 he had insulin remaining in his cartridge so he reused and refilled the used cartridge. The cartridge has been in use for about 9 days. The patient was advised not to reuse cartridge. He stated he has some "hard" areas on his body that he stays away from but has experienced leaking at the infusion site within the past few months. His infusion device was dropped on a linoleum floor last week but he said there was no damage. Site selection and management were discussed with the patient. The process for using a partially filled cartridge was reviewed with the patient. During the report, the patient tested his blood glucose and his reading was 229 mg/dl. He stated he will change his insulin cartridge and infusion set and bolus as a correction. Courtesy cartridges, an adapter, a battery key and a guide to infusion site management were sent to the patient. On follow up on (B) (6) 2010, the patient stated his blood glucose has returned to his target range. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.